Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-485 a patient isolate (escherichia coli) was misidentified as citrobacter freundii and had a high mic for the drugs ampicillin, ceftriaxone, ceftazidime, cefepime, ceftolozane-tazobactam, and ertapenem while susceptible to cefazolin. The user performed repeat testing. The user also verified the final result using kirby bauer testing. It is to be noted that identification of escherichia coli was found to be resistant to both sulfamethoxazole/trimethoprim and ampicillin. No health impact or consequence reported.